Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was having issues with the tubing. Patient did not purchase through lms. It was unclear if troubleshooting was performed or lot number requested. No additional information was provided & no patient email on file. Per additional information received via email on (B)(6) 2025, patient called back to say that the unit was building up too much pressure and the tubing blows off. She was referred to lms for troubleshooting. All obtainable information has been received, no sample is available; therefore, no further follow-up attempts are required.